Event description:
Medtronic received information that approximately 1 month post implant of the sorin valve, a permanent pacemaker was implanted due to complete heart block. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).